Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation, requiring an additional mitraclip procedure. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4+. A xtw clip was advanced to the mitral valve and a grasp was achieved at central a3/p3. After the lock line was removed and during establishing final arm angle (efaa), the clip opened. The physician continued to release the clip and the clip opened to about 30 degrees. Mr did not increase after release. A second clip was placed lateral to the first to further reduce mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. On (B)(6) 2022, the second implanted clip lateral to the cowl was observed to be detached from the posterior leaflet leaving a single leaflet device attachment (slda) of the anterior leaflet. The mr had increased to grade 4+ and tissue damage was suspected. A third clip was implanted lateral to the slda to stabilize and reduce mr to grade 2-3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda issue appears to be related to patient morphology/pathology. The recurrent mr and tissue injury appear to be related to the slda. Tissue injury and mr are listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.